Manufacturer narrative:
The referenced fungemia and driveline infection events were reported under medwatch MFR# 2916596-2014-01029 and 2916596-2014-01772 respectively. Approximate age of device - 2 years and 1 month. A direct relationship between the device and the reported event could not be determined as the device was not explanted and was not returned to the manufacturer for analysis. The instructions for use lists sepsis and infection as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to fungal sepsis. The lvad was not explanted and an autopsy was not performed. The patient had been previously reported to have (B)(6) fungus in his blood in (B)(6) 2014 and a driveline infection in (B)(6) 2014.